Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced adhesions, seroma. Post-operative patient treatment included revision surgery, mesh removal, incision and drainage of seroma, lysis of adhesions, repair of enterotomy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a incisional hernia. It was reported that after the implant, the patient experienced adhesions, seroma, streptococcus, infection, mass, recurrence, draining of serous fluid from wound, abdominal pain, pain, inflammatory tissue. Post-operative patient treatment included revision surgery, mesh removal, incision and drainage of seroma, lysis of adhesions, repair of enterotomy, CT scan, hernia repair with mesh, excision of mass, lysis of adhesions, repair of enterotomy, exploration of abdominal wall, debridement of inflammatory tissue, mesh revision, dissected pseudo-capsule off mesh.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.